Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead in segments returned for analysis. The lead was returned with the helix fully retracted, blood and tissue on it. The defibrillation conductor was found distorted. (B)(4) no anomalies found. Full lead in segments returned for analysis. The lead was returned with the helix fully retracted, blood and tissue on it. The lead was found stretched.

Event description:
It was reported that there was a perforation with both leads. Both leads were extracted and replaced. No further patient complications were reported as a result of this event.